Event description:
It was reported that a powered wheelchair was found with several bolts on the ground and missing bolts from the footrest and armrest. Also, the armrest had rubber coming off and the battery drained without a warning.